Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 05/28/2015 with the following findings: the initial allegation of the pump having died was unable to be verified in the device's black box. The pump powered on as expected. The pump passed a 24 hour duration test with no alarms or issues. Unrelated to the initial allegation, the display screen was dim and discolored. The battery compartment was cracked along the side.

Event description:
On 04/06/2015, it was reported to animas that a 2020 pump had died and that the patient had been off the pump for a couple of months. No additional information was available. There was no known adverse event associated with this complaint. The animas due diligence process has been completed and no further information had been obtained. This complaint is being reported because the specific nature of the alleged complaint could not be ruled out and had remained unresolved.

Manufacturer narrative:
The pump was not available to be returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.